Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump retuned multiple no delivery alarms causing the customer's blood glucose level to rise past 400 mg/dl. Caller reported that the infusion set needed to be changed up to three times per day. Caller was unable to perform troubleshooting as she did not have the insulin pump with her at the time of the call. Blood glucose level at the time of the call was not provided. No further information was provided.